Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, staples on circular staple was malformed (cdh29a) after firing the device. Surgeon noticed, that the device was opening by itself while firing (the red indicator in the tissue compression scale was moving up without touching the adjusting knob). They kept the pressure on the tissue by holding the adjusting knob while firing. The surgeon had to secure the staple line by suturing it by hand. The procedure was delayed 15 minutes. There were no consequences to the patient since the surgeon took all the necessary additional action ¿ he was suiting the suture line with the suture after the device was fired.